Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance high out of range. Technical services (ts) was consulted and recommended raising limits. The device remains in service. No adverse patient effects were reported.